Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level over 240 mg/dl; however, the exact value was not provided. The user addressed bg level with a bolus via the pump. At the time of the report, the user's bg level was 193 mg/dl. Reportedly, the user was concerned about current sites not absorbing insulin well. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. The user did not inspect the site.